Manufacturer narrative:
Concomitant medical product: 1458q86 st jude lead, implanted (B)(6) 2014. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, which the physician stated may have been cause by an implant technique involving tight loops in the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.